Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the storage spaces were failed. A field service engineer (fse) identified that main drawers 2.1 and 2.2 were disconnected and not recoverable. Powered down the station and reseated both row board cables on the respective drawer control boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.